Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure, which is expected or random component failure without any design or manufacturing issue, due to deformation or distortion problem. Problems caused by changes in the shape or size of the device due to an applied force. This can be a result of tensile forces such as pulling, compressive forces, shear, bending, knotting, or torsion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited missing bending section cover adhesive and peeling cement around objective lens. There was no patient involvement.